Manufacturer narrative:
Initial and final MDR (B)(4). Device 1 of 3. E1: (B)(6).

Event description:
Reference number (B)(4). Event occurred in the united kingdom. It was reported on (B)(6) 2024 that customer's mom called about three infusion sets leaking where the tubing was connected to the infusion set on site (qr). No further information available.